Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming l5 valve assembly cable was replaced to resolve the issue. The system was then tested and met all product specifications. The nonconforming l5 valve assembly cable was received and a visual assessment of the returned sample showed no obvious visual nonconformity. The returned sample was installed into a system and tested. The system did not pass smart vitrectomy test, replicating the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming l5 valve assembly cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cutter was not cutting. Additional information has been requested.